Event description:
As reported by the user facility: customer states, "I was drawing up bcg for a (B)(6) injection when the needle snapped off from the hub. It was in the bottle of the medication. When I looked down the needle was sticking out of the outer part of my left wrist." Reference MFR report 9610825-2014-00251.